Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances on the right ventricular (rv) lead, measuring 4 ohms. It was noted the impedances were out of range in october and the patient was brought in for troubleshooting. The out of range shock impedances were unable to be reproduced. Boston scientific technical services (ts) discussed it is likely an insulation issue and provided additional troubleshooting options. A revision procedure was planned, but has not yet occurred. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this implantable cardioverter defibrillator (ICD) patient was in ventricular fibrillation (vf). The device attempted to deliver twenty-five shocks, however, twenty-three of those shocks were diverted. The shocks were diverted as the shock impedances were less than 20 ohms with a message of "aborted high voltage". It was noted there was noise on the rv and shock channel. Subsequently, the ICD was programmed off, and the patient is wearing a life vest. A revision procedure is scheduled. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated the rv lead was surgically abandoned and replaced, and the ICD was explanted and replaced. No additional adverse patient effects were reported.